Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (unable to charge batteries) was confirmed. Upon investigation the battery charger was unable to charge a battery pack. The cause was contamination on the battery board and the y1 crystal oscillator was open. The cause of the inability to charge the battery packs is the contamination and open oscillator. The cause of the open oscillator is the contamination. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred due to the damaged charger.

Event description:
A us distributor reported that a patient's battery charger was unable to recognize/charge a battery pack.